Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A family member reported lower scanned values while the customer was wearing the adc freestyle libre sensor compared to the lab. In (B)(6) 2021, the customer obtained a 110 mg/dl scan throughout the day into the evening and started not to feel well. The customer's son provided a 30 unit injection of insulin. Emergency was called and brought the customer to the hospital where a lab test of 800 mg/dl was then again compared to a sensor scan of 110 mg/dl, which when plotted on a parkes error grid fall into the ¿out of range" zone showing the difference in values to be clinically significant. The customer was hospitalized and received a catheterization and unknown medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the reporter indicated the device was not available as the event occurred six months ago. The date of event is unknown. The date entered is the date reported as "(B)(6) 2021." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A family member reported lower scanned values while the customer was wearing the adc freestyle libre sensor compared to the lab. In (B)(6) 2021, the customer obtained a 110 mg/dl scan throughout the day into the evening and started not to feel well. The customer's son provided a 30 unit injection of insulin. Emergency was called and brought the customer to the hospital where a lab test of 800 mg/dl was then again compared to a sensor scan of 110 mg/dl, which when plotted on a parkes error grid fall into the ¿out of range" zone showing the difference in values to be clinically significant. The customer was hospitalized and received a catheterization and unknown medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.